Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an accuracy issue. The pump had experienced multiple problems with pump alarming "ndc" at 11 and 7 ml. There was patient involvement, and no patient harm adverse event reported.

Manufacturer narrative:
No device was returned for investigation. Due to this, confirmation of the customer complaint was not determined. Review of the service history shows no non-conformities during the manufacturing of the device. If the device is returned for evaluation, it will be investigated with results sent in a supplemental report.